Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4); (B)(6).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply had intermittent power. Warranty expired july 20, 2012. The hospital did not report any patient effects. (B)(6) in biomed called seeking tech support for vh-3010, it had been sent to him to test intermittent power. No patients were involved.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on 07/20/2011 which places the approximate usage life at 4 years and 3 months approximately. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply had intermittent power. Warranty expired july 20, 2012. The hospital did not report any patient effects. (B)(6) in biomed called seeking tech support for vh-3010,it had been sent to him to test intermittent power. No patients were involved.